Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there was an overfill. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain four of pd treatment. The patient drained 4598 ml of 2495 ml fill.. This drain volume is 184% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient verified the event and said there was no harm,intervention or adverse event associated with the overfill. The patient was issued a new cycler and did receive it. The patient is doing treatments with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there was an overfill. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain four of pd treatment. The patient drained 4598 ml of 2495 ml fill.. This drain volume is 184% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient verified the event and said there was no harm,intervention or adverse event associated with the overfill. The patient was issued a new cycler and did receive it. The patient is doing treatments with no further issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. Visual inspection of the returned cycler exterior showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area. Here were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Alve actuation test passed. The teach pumps test passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.